Manufacturer narrative:
The failure was confirmed through functional evaluation, disassembly, and visual inspection by the diagnostic engineer and repair technician. Through visual inspection, the technician confirmed the components of the device were affected by widespread corrosion including the motor assembly and drive pin.

Event description:
It was reported that during setup at the user facility the device was running while in safe mode. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.

Event description:
It was reported that during setup at the user facility the device was running while in safe mode. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.